Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The therapyit was reported that  they are not getting any real results from the therapy. Patient stated they think it's been about 2-3 months since therapy has been changed and they are hoping to change it to a new setting. Reviewed therapy overview and general programming guidance. The patient reported they can feel the "fluttering of the setting" even if they are sitting down and stated they don't think the setting is the issue as much as the program. The patient clarified that therapy is not working and they aren't getting any "streams or pees.". The patient stated their hcp advised them to try changing the program. The agent reviewed how to change programs, and the patient successfully changed programs with the assistance of her husband on the call. Patient increased stimulation to a comfortable setting on the new program. The patient inquired about where to feel stimulation. The agent reviewed the stimulation overview and expectations. The patient confirmed feeling stimulation from fluttering in the bicycle seat area. The patient provided the event date as probably about a month ago. The patient reported that nothing has been happening. The patient stated they think on july 8th they "had a little bit of a stream, which was really exciting," and they thought that meant they were at the right setting, but then it was hardly anything after that besides little "spurts" occasionally. The patient also stated they are having to self-cath. The patient stated they have the implant because their bladder is asleep. The patient mentioned they last saw their managing healthcare provider on june 17th. I walked the patient through how to change programs on the call. The patient successfully changed programs and increased stimulation to a comfortable level. The patient will maintain stimulation levels and will continue to track symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.